Event description:
It was reported that prior to surgery during pre-testing, it was discovered that the motor device had an e5 error code. There were no delays to the planned surgical procedure. There was no patient involvement reported. There were no reports of injuries. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which determined that the device did not rotate, which could cause an e5 error code. The type of damage was indicative of a worn out motor and the thermistor going bad, which could result in an e5 error until the thermistor was no longer operational. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.